Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error "on multiple levels". The physician ordered a nitroglycerin infusion with a drug concentration of 50mg/250ml. The rn received a double strength bag of nitroglycerin (100mg/250ml) from the pharmacy in error, and at 2049 in 2004, the pump was programmed to deliver the double strength concentration at a rate of 117ml/hr. The nurse utilized a bedside computer (careview) to calculate the infusion rate based on the pt's weight and the physician ordered concentration of 50mg/250ml, not the actual mixed concentration of 100mg/250ml. At an unspecified time, the pump was reprogrammed to deliver the nitroglycerin with a concentration of 400mcg/1ml (=50mg/250ml) at the calculated rate of 117ml/hr; however, the concentration of the nitroglycerin infusing was still 100mg/250ml. After an unspecified amount of time, the pt was noted to be hypotensive. The pt was treated with unspecified vasopressive medications. There were no reported adverse pt sequelae. Though requested, no additional information was provided.